Event description:
It was reported that during a carotid stenting procedure, deployment difficulties occurred. The lesion was located in the right internal carotid artery. The carotid wallstent 10x24mm was advanced to the lesion. The outer sheath was pulled back. The proximal end of the stent deployed and the distal end was "blocked by the outer sheath distal marker." The procedure was completed with another of the same device. No patient injuries or complications were reported. The patient status is reported as "stable."

Event description:
It was reported that during a carotid stenting procedure, deployment difficulties occurred. The lesion was located in the right internal carotid artery. The carotid wallstent 10x24mm was advanced to the lesion. The outer sheath was pulled back. The proximal end of the stent deployed and the distal end was "blocked by the outer sheath distal marker." The procedure was completed with another of the same device. No patient injuries or complications were reported. The patient status is reported as "stable."

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis inserted through a mach1 guide catheter and with a filterwire inserted through the tip of the device. A visual examination of the returned device found that the outer sheath had been retracted and the stent had been deployed. The stent was deformed and damaged. The exterior ro markerband had detached from the outer sheath and was positioned proximal to the tip. The exterior ro markerband was free moving along the shaft and no damage was noted to it. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)